Event description:
P-waves measure 0.1mvand sensitivity is programmed 0.15mv. Possible atrial over-sensing/under-sensing noted. Device is inappropriately mode switched and misclassifying at/af episodes; 7,347 device classified monitored at/af episodes most recent on 19- jun-2023 currently in progress, current egm shows atrial over-sensing inappropriately mode switched. Reference report this report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Ref report: mw5123032.